Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had an unexpected restart. The customer's blood glucose level was 256 mg/dl. The customer was assisted with the troubleshooting. The customer stated that the self test got failed. The insulin pump will be returned for the analysis.

Manufacturer narrative:
Device passed displacement test, self test, unexpected restart error test and all operating currents tested within the specific range. Device was monitored and tested with no audio or vibrate anomaly, unexpected battery out limit alarm and unexpected restart error noted. No moisture damage on electronics and motor assembly noted.